Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-07573, 2134265-2015-07582. (B)(4). It was reported that the patient died. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion # 1 was located in the proximal left anterior descending (lad) extending to mid lad with 75% stenosis and was 60mm long with a reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx20mm, 3.50mmx20.00mm and 3.50mmx24.00mm promus element¿ plus drug eluting stents. Following post dilatation, residual stenosis was 25%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient died. Cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates that stent thrombosis occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was last contacted in (B)(6) 2015, during which the patient complained of shortness of breath and also the patient had multiple comorbidities.

Manufacturer narrative:
Death date- corrected from (B)(6) 2015 to (B)(6) 2015. Event date- corrected from (B)(6) 2015 to (B)(6) 2015. (B)(4).

Event description:
It was further reported that adjudication indicates that stent thrombosis occurred.